Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed to be within the infusion set tubing. Blood glucose level was 397 mg/dl. During troubleshooting, the air bubbles did not move from the infusion set tubing when priming was performed. Tandem technical support informed the customer that air bubbles observed may be a blemish on the infusion set tubing due to no movement during the priming process. Reportedly, the customer resumed insulin deliveries using the same supplies.